Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient with an external neurostimulator (ens) for mgu therapy. It was reported the patient (pt) was feeling tingling/jumping in their arm; the healthcare provider (hcp) advised them to go to the ER and was discharged from the ER. The pt had a normal stage one placement on (B)(6) 2016 and when the rep met with the pt post-op they felt the stimulation in the vaginal/rectal area on all programs. The rep sent the pt home on program #1 with no issues and contacted the pt this morning at the request of the hcp. The pt turned the stimulation off, and reported still feeling the stimulation, and the rep noted since the device was not on it was unlikely from the device. The rep had the pt turn the stimulation back on and stated they felt a little in their leg so the rep changed them to program #3. The pt felt the stimulation in their vagina, and then called the rep back 30 minutes later reporting they were feeling the stimulation in their face and hands. The rep told the pt to turn the stimulation off and they stated they felt the stim in their arms but not as strong. A lead explant was scheduled for (B)(6) 2016. The rep later reported the cause of the stimulation in the hands and face had not been determined, the explant was moved to (B)(6) 2016, and the issue had not been resolved. If additional information is received, a follow-up report will be submitted.